Manufacturer narrative:
Patient information was not provided for reporting. Date of event is unknown. This report is for unknown quantity of unknown peek implants. Part#, lot# and UDI # is not available. Date of implant and explant is unknown. Device is not expected to be returned for manufacturer review/investigation. This report is for unknown quantity of unknown peek implants. PMA/510(k) number is not available. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following literature article: richter, h., seule, m., hildebrandt, g., & fournier, j. Y. A. (2016). Dynamic cervical implant versus anterior cervical diskectomy and fusion: a prospective study of clinical and radiologic outcome. Journal of neurological surgery. Part a, central european neurosurgery, 77, 00-307. Switzerland. The study included sixty (60) consecutive patients from march 2009 to september 2010 with one or two level cervical degenerative disk disease (ddd) undergoing treatment with either dynamic cervical implant (dci) or anterior cervical diskectomy and fusion (acdf). The study compared clinical and radiologic outcomes of patients undergoing treatment with dci and acdf at three (3) and twelve (12) months after surgery. All patients included had radiculopathy with various types of neck pain. At the discretion of the surgeon, thirty (30) patients each were either given a dci or a synthes peek cage for acdf procedure. Twenty-six (26) from the dci group and twenty-seven (27) from the acdf group completed both follow-ups and hence the study. Eleven (11) were males and sixteen (16) were females from the acdf group. The following complications were reported: mean subsidence (defined as the distance between the end plates) increased significantly from post-operative radiographs to the three (3) month follow-up; it also increased significantly at twelve (12) month follow-up. One patient was reported to have a new disk herniation at an adjacent segment that had previously degenerated, and that lead into a reoperation within the twelve (12) month follow-up period. Seven (7) implants out of thirty-five (35) total among the twenty-seven (27) patients who completed the study, were reported to have caused pseudoarthrosis in an unknown number of patients. This report is for an unknown quantity of unknown peek implants. This is report 2 of 2 for (B)(4).